Event description:
Note: the date of event is unknown. It was reported to boston scientific corporation, that a hydratome rx sphincterotome was used during an endoscopic retrograde cholangiopancreatography. According to the complainant, the device was inspected prior to use and no problems were identified. During the procedure, the physician put the catheter down the scope and was having difficulty cannulating as the patient had a very small papilla. When the physician looked at the tip of the catheter under endoscopic visualization, it was observed that the tip was frayed. The procedure was completed with another hydratome rx sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4): (tip frayed). The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any additional relevant information is received, a supplemental medwatch will be filed. (B)(4).